Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. System checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that during a spinal fusion procedure the 2d on the imaging system was not working. During troubleshooting, site attempted to perform the function with the use of foot pedal but the issue was not resolved. Rebooting the imaging system and mobile view station (mvs) resolved the issue. The procedure was completed with the use of navigation. There was a delay if less than 1 hour. No impact on patient outcome.